Event description:
While requesting assistance for an alarm situation, spouse of home patient (hp) reported the hp had peritonitis while performing apd therapy with the homechoice set. Follow-up with the healthcare professional (hcp) reveals the hp was given fortaz (ceftazadime) and gentamicin for the episode of peritonitis and was eventaully hospitalized on 3/16/00. Hcp releates the hp had the catheter removed and has not yet been released from the hosp. Hcp suspects the peritonitis may have resulted from the hp contaminating self while connecting to or disconnecting from the homechoice set. Hcp further does not attribute incident to any baxter products. Hcp relates that hp has been switched to hemodialysis and hopes that in the future the hp may return to using the homechoice system for apd therapy.